Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for a high out of range impedance measurement for the right ventricular (rv) lead. This ICD and rv lead remain in service. No adverse patient effects were reported.